Event description:
Pca alarming low reservoir but when cassette changed, the cassette was full and no medication had been delivered to the pt. Pca pump had recorded doses given but none were given. Pt states no pain relief. Dates of use: (B)(6) 2013. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.